Manufacturer narrative:
The patient did not require any medical intervention for the blood leak and was not injured by the blood loss. Facility's policy was to not return blood in the event of a dialyzer blood leak. A gambro technical services (gts) field representative was called to inspect the machine. The machine passed the blood sensor test and the blood leak alarm activated when the filter was manually activated. The machine operated within the manufacturer's specifications. Total number of events being summarized are 5.

Event description:
The customer reported that they had blood leak during treatment on a phoenix machine. The machine failed to alarm "blood leak detected" despite the fact that the operator noted blood in the dialysate lines. The patient suffered a blood loss of 198cc.